Event description:
Healthcare professional reported "fluid buildup and capsular contracture baker grade IV." This record is for the left side. The device remains implanted. In 2010, patient had "fluid removal".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "fluid buildup and capsular contracture baker grade IV."